Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. Electrodes 1-4, the thermocouple and the sensors met specifications for acceptable resistance values with no open or short circuits detected. The catheter passed temperature testing and functioned per requirements during an irrigation flow test. The catheter deflected when actuating the steering mechanism and the curve dimensions met specifications the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion issue remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a left sided atypical flutter procedure, a pericardial effusion was noted during ablation. After transseptal access had been obtained, a steam pop was felt while ablating in the left atrium. The patient became hypotensive and a pericardial effusion was confirmed with the ultrasound catheter. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any of the abbott devices.